Manufacturer narrative:
Failed +ve terminal pogo pin. Although no visual abnormalities or variation in the physical spring resistance of the pogo pins were identified, electrical measurements taken during the investigation confirmed the failure of the +ve pogo pin.

Event description:
Low battery prompt, no patient involvement.

Event description:
Low battery prompt, no patient involvement.